Manufacturer narrative:
Section b-3: date of event: unknown/asked information unavailable. The best estimate date is between (B)(6) 2023 and (B)(6) 2023 (iol implant and explant dates). Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted into the patient¿s operative eye. In a secondary surgical procedure, the iol was explanted due to incorrect power and the explanted iol was replaced with a symfony optiblue iol, diopter size is unknown. Patient status post-lens exchange is unknown. No further information is available.